Manufacturer narrative:
Correction - unique identifier (UDI) # was updated in section d4.

Event description:
It was reported the patient received the following results within 15 minutes: 300 mg/dl, 145 mg/dl and 95 mg/dl.